Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) exhibited noise with oversensing. No pacing inhibition noted. Chest xray showed that the lead was dislodged. Additional information obtained from the field which indicated that the lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.